Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The following information was requested but unavailable: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number? Does the surgeon believe that ethicon products (vicryl and pds ii sutures) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl and pds ii sutures) involved? Citation: langenbeck's archives of surgery (2018) 403:959¿966; doi: https://doi.org/10.1007/s00423-018-1733-7. (B)(4).

Event description:
It was reported via journal article: "title: short- and long-term outcomes of choledochojejunostomy during pancreaticoduodenectomy and total pancreatectomy: interrupted suture versus continuous suture." Authors: takaaki tatsuguchi; hidenori takahashi; hirofumi akita; shogo kobayashi; akira tomokuni; kunihito gotoh; hidetoshi eguchi; hiroaki ohigashi; yoshitomo yanagimoto; norikatsu miyoshi; keijiro sugimura; jeong-ho moon; takeshi omori; masayoshi yasui; hiroshi miyata; masayuki ohue; yoshiyuki fujiwara; masahiko yano; masato sakon; osamu ishikawa. Citation: langenbeck's archives of surgery (2018) 403:959¿966; doi: https://doi.org/10.1007/s00423-018-1733-7. The purpose of this prospective study was to compare interrupted sutures (is) vs continuous sutures (cs) regarding short- and long-term patient outcomes following choledochojejunostomy (cj) during pancreaticoduodenectomy (pd) or total pancreatectomy (tp). Between october 2007 and december 2012, a total of 161 patients were enrolled in the study. All patients were prospectively allocated to either the is group (male=47, female=34; mean age=65.9 ± 8.8 years) or cs group (male=45, female=35; mean age=64.5 ± 10.1 years) when the tumors were determined to be resectable based on the intraoperative assessment for resectability during pd or tp. During the procedure, absorbable monofilament sutures (4-0 pds-ii; ethicon) were used for is and braded absorbable sutures (4-0 vicryl; ethicon) were used for cs. Reported complications for is group included cholangitis (n=9); anastomotic leakage (n=1) in which the patient was recovered with conservative management; liver abscess (n=1) which was successfully treated with conservative management; pancreatic fistula grade b/c (n=5); delayed gastric emptying grade b/c (n=9); intra-abdominal abscess (n=8); gastrointestinal bleeding (n=4); wound infection (n=1). Reported complications for cs group included cholangitis (n=6); anastomotic leakage (n=1) in which the patient was recovered with conservative management; liver abscess (n=1) which required radiological intervention (percutaneous transhepatic abscess drainage; ptad); pancreatic fistula grade b/c (n=11); delayed gastric emptying grade b/c (n=10); intra-abdominal abscess (n=7); gastrointestinal bleeding (n=2); wound infection (n=3). In conclusion, the is and cs groups did not differ regarding short- and long-term outcomes. The anastomosis was completed in significantly less time in the cs group. The cs method was also superior in terms of cost.